Manufacturer narrative:
Patient b sample was drawn with a syringe and injected into edta vacutainer tube. Patient a sample information was not supplied. Qc is run every shift. Qc was run before and after the event and recovered within specifications. A field service engineer (fse) was dispatched: the fse cleaned and lubed guide rods. The fse performed probe alignments and adjusted hgb cal factor. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
Patient a and b samples were tested for hgb and plt on the coulter act 5diff cp analyzer and erroneously low results were obtained. Patient a sample was re-tested on this and on a different instrument and higher results were obtained for both analytes. The physician questioned patient b results and had the patient redrawn. A fresh sample was tested on a different instrument which generated higher results. The rerun sample results were considered correct and updated reports were sent out. Based on information provided, there was no impact to patient treatment.